Event description:
An international patient's mother contacted dexcom technical support on (B)(6) 2014, to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Use of device in arm was also reported which is not an approved site. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.